Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-07723. It was reported the patient's occipital (off-label) placement lead migrated. X-ray taken confirmed the lead migration. Reportedly, the patient lost stimulation therapy after she experienced a fall. Surgical intervention was taken and the patient's right lead was repositioned.